Manufacturer narrative:
Date sent to the FDA: 7/31/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 and then repaired the recurrent hernia with an additional piece of unknown hernia mesh. It was reported that the patient experienced pain, nausea, diarrhea, chills and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/25/2024 additional information: a1, a2, d4 (lot) corrected: d6a additional b5 narrative: details: it was reported that the patient underwent ventral hernia/ umbilical repair surgery on (B)(6) 2014 and proceed was implanted. On (B)(6) 2016 patient underwent revision due to adhesions between small bowel and omentum to the anterior abdominal wall. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 9/30/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.